Manufacturer narrative:
The reported event of the programmer displaying an error and the inability to interrogate the device was confirmed. Based on the review of the additional information provided, the device was unable to be interrogated due to ending a session with the programmer while the dongle was still receiving data from the device. Unplugging the dongle and re-inserting it will resolve the issue.

Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. The programmer was rebooted and the device was able to be interrogated using inductive telemetry, but was still unable to use ble telemetry. The patient was stable.